Event description:
It was reported that the patient had multiple falls since october of 2008. The patient experienced a loss of efficacy (which was claimed to be unrelated to stimulation therapy) and impedances >2,000 ohms. An x-ray of the lead area revealed no lead breaks. Additional information revealed that the patient experienced "fizzy" feelings of the head and double vision along with difficulty walking with electrode 1 programmed. The following impedances were measured: c0:721 ohms 74ua, c1:>2,000 ohms <7ua, c2:721 ohms 74ua, c3:714 ohms 74ua, 01:>2,000 ohms <7ua, 02:1113 ohms 55ua, 03:1109 ohms <51ua, 12:>2,000 <7ua, 13:>2,000 ohms <7ua. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).